Event description:
The device was used during a bullectomy procedure. Reportedly, the gas bottle was empty and the instrument did not fire. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.